Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unknown coronary artery. During the use of a 2.0x15mm mini trek rx balloon dilatation catheter (bdc), the distal tip of the balloon catheter was noted to fracture off. The procedure was completed with another device. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported separation could not be determined. Possible factors that may contribute to a separation may include, but not limited to, manufacturing damage, interaction with the guide wire, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.